Manufacturer narrative:
Correction of g3 of the first supplemental report. The aware date should have been 30may2024.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope initially tested positive for 128 colony forming units (cfus) of acinetobacter pittii, pseudomonas aeruginosa, pseudomonas mendocina, enterobacter cloacae complex, and stenotrophomonas maltophilia. The device was re-cultured after five days. The scope again tested positive for 26 cfus of stenotrophomonas maltophilia, acinetobacter pittii, brevundimonas vesicularis, pseudomonas aeruginosa, achromobacter insolitus, and enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels cfu: 3 cfu/endoscope(3 cfu/100ml) bacterial identification: filamentous fungi sampling date: (B)(6) 2024 sampling from: all channels. Cfu: 1 cfu/endoscope(1 cfu/100ml) bacterial identification: bacillaceae the device was evaluated where no abnormalities were found that could have led to the reported event. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation where the reported event was confirmed and further evaluation found a stain or foreign material attached inside distal end. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device